Event description:
In this event, it was reported that a pt was burned on their lip after coming in contact with a cavitron plus unit that allegedly overheated. Per the doctor, at the time of the incident, there was no visual evidence of burning. The doctor has claimed their pt had received medical attention although he could not confirm this as fact.

Manufacturer narrative:
A dentsply service tech went to the office to test the unit and there was no indication of excessive heating. An add'l f/u occurred on 09/14/2011 when the dentsply service tech attended a surgery to observe the use of the unit in doctor's environment. The doctor presented the dentsply service tech with a range of cavitron inserts that they are using regularly, some dating approx 10 years old and were considerably beyond recommended efficiency. Our service tech was able to demonstrate the difference in function between a new insert tip and an insert tip that had been worn beyond efficiency. Our service tech explained what was causing the inserts to overheat while in use. These factors included, bent or separated insert metal stacks and insert tips worn beyond efficiency. As a result, the doctor is now going to assess all inserts in their practice and dispose of any inserts that are no longer within the acceptable efficiency range. Because of the possibility that medical intervention was performed on the pt, this event meets the criteria for reportability per 21 cfr part 803.